Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Subsequently, the device was electively explanted on (B)(6) 2026, and th3 patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on march 03, 2026, was filed inadvertently. No explantation or serious injury has occurred.